Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim, gastrointestinal/pelvic floor. It was reported that the patient reported that they needed to have 3 MRI's however 2 to 2 1/2 years ago their therapy stopped working so they stopped recharging. The patient said they were getting a message device not responding. The agent reviewed the implant needed to be charged in order to access MRI mode. The agent walked the patient through how to start implant session. The patient said it was at 0% and during the call it increased to 1%. The agent advised to continue charging and then attempt MRI mode. The patient called back and mentioned previously reported informationregarding their implant not working or recharging. The patient added further information regarding an error with their wireless recharger. The patient reported that they kept seeing error code 4101 every time they'd tried to charge their implant. The patient stated that they tried several times within 24 hours and that the highest number they were able to get was 1% for at least 15 minutes, then the error code came up. The patient added that they wanted to have their implant removed because their implant didn't work and they were having too many issues charging their implant. The agent redirected the patient to their doctor to further address the issue. The patient stated that they have an appointment in 2 days with their doctor to discuss the removal of their implant. Additional information was received from the healthcare provider (hcp). When asked to clarify the statement regarding the device not working, they reported there was a device malfunction. It was unknown if this was due to normal battery depletion and the cause was unknown. They were planning to have the device removed. The issue was not yet resolved. The cause of the recharging issues and the communication issues/error message was also unknown. It is unknown if the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.